Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source fuse blows when the device is in operation. The issue was found at preparation for use for an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, h8, h6 - component code is being corrected to "fuse 822". Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.